Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the customer had high blood glucose due to a bent cannula. The customer's blood glucose level had gone up to 500 mg/dl. The customer's mother declined troubleshooting for the high blood glucose because the customer was at school with the insulin pump. The device will not return for analysis.